Event description:
It was reported by service report that the side rail could not latch due to the right latching spindle being broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.